Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced ineffective therapy. X rays revealed lead migration and lead fracture. Patient is scheduled for myelogram and surgical intervention may be pending to address the issue.

Event description:
Additional information received identified that surgical intervention was undertaken wherein the 3163 lead was removed for MRI compatibility. Reportedly, therapy was restored post-operatively.